Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: a gore excluder aaa endoprosthesis contralateral leg component was implanted (pxc141400/lot#04093040).

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair a 5.5 cm infrarenal abdominal aortic aneurysm. The next month, a postoperative computed tomography scan revealed a type ii endoleak and aneurysmal sac enlargement to 5.6cm. The physician will continue to monitor the patient and determine if reintervention is required.